Manufacturer narrative:
The device was not evaluated by invacare. Based on the issue of the left rear caster breaking while in use, the most likely underlying cause is consistent with an issue that has previously investigated. The investigation found that the root cause of the caster hardware failure was poorly defined dimensional, material, and torque specifications, so corrective actions were implemented to update these specifications. Additionally, voluntary field action z-0549-2019 was issued to notify dealers/users of the potential for the mounting bolt connecting the caster to the base frame of the lift to become loose. Loose hardware can then cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift. Failure does not occur right away but happens over time if the lift is not properly maintained. The field action reiterated to dealers/users the importance of maintaining the lift in accordance with the device's instructions, to inspect the lift for loose fasteners/hardware, as required in the user manual, and to tighten any loose hardware after inspecting for damage that would require replacement of the lift base. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual. Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. The device was manufactured in october 2014 and the casters have a wear period of three years. The reporter was referred to local dealers/service centers. The device was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacturing of these lifts has since transitioned invamex. Therefore, the MDR is being filed under invamex.

Event description:
The patients daughter called and reported that her mother was using the 9805 lift when the rear caster broke. The daughter stated that her mom almost fell but both her and the nurse were there to catch her. No injuries alleged.